Event description:
Two years after getting mentor silicone breast implants at the age of (B)(6) and two years after having my last child, I started experiencing systemic chronic inflammation, sudden hormonal imbalances, weight gain, systemic candida overgrowth, food intolerances, and heart palpitations. After several tests it was apparent that this was due to the breast implants.